Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing damage and leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: during transarterial chemoembolization (tace) procedure registered nurse (rn) was starting chemo infusion through the alaris intravenous (IV) pump. Leaking was noted at the channel. Rn stopped the infusion and assessed where the leaking was coming from. Staff called me, nurse clinician for interventional radiologist (ir), into the room to help assess. All lines were clamped; we took the IV tubing out of the channel and found a pin hole leak in the collapsable area of the tubing. Rn primed a new primary line. Secondary tubing line with chemo was re-attached to new primed, primary line. Infusion started for tace procedure. It is thought a small amount a chemo leaked though the channel for the short amount of time the pump was running. There were a couple of small drops on the floor and IV pole, with drips on the IV pump as well. Another rn wiped this up with cleaning wipes before we could open the chemo spill kit and use the gel. All rn assisting in clean up were wearing proper chemo protective garb. Mask, eye protection, chemo gown, chemo gloves, & shoe coverings. Everything used to clean up the area was placed in the yellow chemo bin.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.